Event description:
On (B)(6) 2021, the following information was provided to kci by the home health agency: the patient was evaluated by the wound clinic nurse and a piece of foreign material alleged to be v.a.c.® dressing was allegedly discovered in the wound. The length of time the v.a.c.® dressing was left in place is unknown and will need to be surgically removed. On 03-dec-2021, the following information was provided by the kci representative: the home health agency identified what they believed to be v.a.c.® granufoam¿ dressing in the wound bed about a month ago. The patient was sent to be evaluated by the wound clinic. The patient was seen by a registered nurse who allegedly confirmed the finding of retained v.a.c.® granufoam¿ dressing. The patient has since been referred for surgical evaluation and debridement. No additional information was provided. The v.a.c.® granufoam¿ dressing identifier was not provided and not returned, therefore a device history record review and device evaluation could not be performed.

Manufacturer narrative:
Date of event: the date of event is unknown; therefore, the date received by kci, (B)(6)2021, was utilized. The v.a.c. Granufoam¿ dressing lot number was not available and not returned; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the retained foreign material alleged to be v.a.c. Granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported due to potential use error. Device labeling, available in print and online, states: warning never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.